Manufacturer narrative:
Qn# (B)(4). The device history review for the product auto endo5 ml lot# 73c1800516 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device appeared to be jammed while in a case. The surgeon fired the first clip successfully then accidentally fired the second on top of the first which seem to have cause the jam. On attempting to load the third, the clip popped or flew out of the jaws. From that point on the surgical technician noticed the clip appeared to be off the track and not secure in the jaws. The device did not work properly causing frustration with the surgeon.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that sample was returned with its rotation tab bent. The sample appears used as there is biological material present on the device. It was reported that the user "accidentally fired the second on top of the first which seem to have cause the jam." This goes against the IFU. If a clip tries to close over another clip, it can damage the device (as evident with the returned sample) and prevent it from working properly. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the device and was successfully attached to over-stressed surgical tubing. After applying the clip on the tubing, a broken hook fell out of the channel. The next clip was found to be out of position in the channel. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position in the channel and stacking on one another. The sample was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. The clip stack occurred as a result of firing the second clip on top of the first clip. Therefore, the root cause of this complaint issue is user error. An in-service has already been completed by the sales rep. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." "Sufficiently skeletonize the structure to be ligated with a dissecting instrument to allow the clip to be clear of tissue." "During application, orient the single tooth of the clip in the lower position. This allows the user to visually confirm encapsulation of the structure being ligated. Position the clip around the tissue to be ligated in a manner that provides clear visualization of the locking mechanism." The reported complaint of "unit jamming" was confirmed based upon the sample received. It was reported that the user "accidentally fired the second on top of the first which seem to have cause the jam." This goes against the IFU. If a clip tries to close over another clip, it can damage the device (as evident with the returned sample) and prevent it from working properly. Firing a clip on top of another clip caused the clips remaining in the device to get out of position and stack on one another. The clip stack prevented the device from functioning properly. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, the root cause of this complaint is user error. An in-service has already been completed by the sales rep.

Event description:
It was reported that the device appeared to be jammed while in a case. The surgeon fired the first clip successfully then accidentally fired the second on top of the first which seem to have cause the jam. On attempting to load the third, the clip popped or flew out of the jaws. From that point on the surgical technician noticed the clip appeared to be off the track and not secure in the jaws. The device did not work properly causing frustration with the surgeon.